Event description:
The site reported that a light adjustable lens (lal) was explanted due to suspected ambient zone formation. Rxsight's first awareness of this event was on 11/04/2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The patient's left eye (os) was implanted on (B)(6) 2020 and all required light treatments were completed on (B)(6) 2020. At a follow-up visit on (B)(6) 2021, best corrected distance visual acuity (bcdva) was 20/70. A yag capsulotomy was performed on (B)(6) 2022. At a subsequent visit on (B)(6) 2022, bcdva was 20/60. The patient returned to the clinic on (B)(6)2022, bcdva was 20/40-. The examining physician observed a small defect on the lens centrally with the ophthalmoscope and suspects a possible zone formation. The lal (sn: (B)(4) was explanted on (B)(6) 2022. The explanted lens is in the process of being returned to rxsight for evaluation. Manufacturer reference #: 1562.